Manufacturer narrative:
The driver's alarm history was reviewed and did not reveal any new alarms. Only permanent fault alarms are recorded in the driver's alarm history. Intermittent and/or recoverable alarms are not recorded. The driver passed all sections of functional testing. Additionally, an extended observation run was performed and no alarms were produced during this test. The customer-reported fault alarms were not reproduced during the investigation testing and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4595 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the freedom driver from performing its life sustaining function. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited multiple fault alarms while supporting a patient. The customer also reported that the patient was switched to a backup driver without any adverse patient impact.